Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 400 mg/dl. The contact changed out the supplies to the pump and delivered a correction bolus to address the high bg level. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.